Event description:
The customer alleged that the ventilator stopped cycling while on pt use. No pt harm. The hospitals biomed inspected the device and could not duplicate the alleged event. No parts were replaced.